Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for service; however did not meet manufacturing specifications during pre-repair assessment. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. (B)(4).

Event description:
It was reported that the craniotome device was returned for service. During service and prepare, it was determined that the device failed the visual assessment, the craniotome neuro tip was bent/damaged and the color band was chipping/fading. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.